Manufacturer narrative:
Carefusion file identification is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion's failure analysis lab. Fse evaluation report - unable to duplicate the reported problem. Carefusion fse calibrated the transducers and ran the device for 2 hours without a problem.

Event description:
The customer reported the vela ventilator was alarming transducer fault. The customer reported, the device was serviced for the same problem. The customer reported no patient involvement or allegation of patient harm.